Manufacturer narrative:
The delivery device was requested, but was not returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's right eye due to a crease on the lens noted upon insertion. The incision was enlarged to remove the lens and sutures were placed to close to wound. Another lens was implanted successfully. Please reference MDR#: 11119279-2013-00286 for the intraocular lens used during the event.